Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that recharging was taking too long and that the implantable neurostimulator is not incrementing past 50%. The patient reported getting 6-8 coupling bars, and the manufacturer representative had the patient reset the implantable neurostimulator recharger and the patient reported that it seemed to help, bu the could only get it charged up to 75%. The patient reports that he can tell that the can of the implantable neurostimulator is dented along the flat surface. The patient falls all time because his legs just give out on him. The dates of the falls are unknown. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.